Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 3.1 not detected on the bus. A field service engineer (fse) powered off the station, reseated the pyxis bus cable for drawer 3 from the pyxibus module controller board (pmc) board, powered the station back on, and confirmed the drawer was successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1 failed and was unable to open, requiring maintenance. Multiple reboots of the station and attempts to recover the storage space were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.